Event description:
Surgeon was accessing pt who complained of pain. He scoped the pt and learned that the poly articular surface had sheared off the keel. Pt was subsequently revised.

Manufacturer narrative:
Returned devices are currently undergoing engineering eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.